Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.50/+4.0/071 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6)2023. There was irritation-free phakic duophakia with good vaulting. There was some refractive surprise. This was the replacement lens for MFR. Report # 2023826-2023-01855. Additional information has been requested but none has been forthcoming.